Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided pump reset information, but the malfunction code recurred, leading to the decision to replace the pump. A replacement pump was sent to the customer, along with instructions for storage mode and return procedures for the faulty pump. Training and updates are available through the customer's tandem source account. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.